Event description:
On 31-mar-2022 an: follow up information was submitted to update the unique identifier (UDI) number and awareness date. Unomedical reference number (B)(4). Event occurred in hungary. On (B)(6) 2021, the patient's mother reported that the patient's infusion set's tubing detached from the quick release during normal use. The site location was the patient's abdomen, and the pump was clipped to the belt on the abdomen. The infusion had been used for one day. The infusions were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. Reportedly, there was not stress or pull on the tubing and the pump was not dropped with the set connected to their body. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2021, the patient's mother reported that the patient's infusion set's tubing detached from the quick release during normal use. The site location was the patient's abdomen, and the pump was clipped to the belt on the abdomen. The infusion had been used for one day. The infusions were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. Reportedly, there was not stress or pull on the tubing and the pump was not dropped with the set connected to their body. No further information available.